Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. A visual inspection found that the ground prong on the ac power cord was broken. The probable cause for the bent blade on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at angle, it is possible to damage the ac power cord blade. This report represents all the info known by the reporter upon query by hospira personnel.